Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. Device manufactured in 2005 a livanova field service representative was dispatched to the facility to investigate the device: renewal of the cardioplegia and patient bridge necessary. Functional check and test run is carried out customer elected that the device will not be repaired probably due to age of device (manufactured in 2005). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that during cleaning of a 3t heater cooler, the error messages (e16) pump 2 is not working and (e20) pump 3 is not working were displayed on both patient circuits. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that no other similar events have been reported. Based on all the collected information, it cannot be ruled out that the root cause was traced back to pumps failure, most likely due to a motor ball bearings damage. The wearing of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event, however there is no concerning trend for this kind of failure.